Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, juice was consumed. Reportedly, the customer did not know the cause of the low bg level and was unable to upload the pump data logs for troubleshooting.